Event description:
Reportable based upon the analysis completed on (B)(6) 2012. It was reported that during a percutaneous transluminal coronary angioplasty (ptca) treatment procedure, the device was unable to cross the lesion. The target lesion was located in the mildly tortuous and moderately calcified proximal right coronary artery (rca). A 1.50 mm rotalink burr was used. The lesion was predilated using a 2.5x15 mm maverick balloon. The lesion was post-dilated with a 3x12mm quantum apex balloon and then a 2.5x24mm promus element was advanced to the rca; however the device was unable to cross the lesion. The device was removed from the patient. No patient complications were reported and the patient's current condition is stable. However, returned product analysis revealed a shaft break.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. Device evaluated by MFR: a visual and microscopic examination found that the hypotube was broken approximately 21 cm distal from the catheter's strain relief. Both sections were partially attached by the hypotube coating. Kinks were present throughout the length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).